Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device displayed a "cannot charge" error message. There was no pt involvement in the reported malfunction.